Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported eight days post implant that the patient presented to the ER (emergency room) with tachycardia and chest pain. An interrogation report indicated that there was a sudden increase in rv threshold on the right ventricular (rv) lead and is currently listed as high. There was also a decreasing trend in r-wave sensing noted. A rv lead revision procedure was performed ten days later, and the physician used the existing rv lead. Thus, the rv lead remains in use. No patient complications have been reported as a result of this event.